Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 false positive flu a result for a 67 year old female patient. Customer states the patient result was negative when run using the same lot of material on a different instrument and by different method (pcr).